Manufacturer narrative:
The customer evaluated the ventilator and determined that replacing the main control pcb fixed the reported issue. Ventilator system working satisfactorily. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while on a test lung, the ventilator gave vent in-op, motor fault, circuit fault, low pip and low ve alarms. No patient involvement.